Manufacturer narrative:
Additional information was received that the involved meter was actually serial number (B)(4). The returned meter was measured with masterlot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 3.3 inr and 2.7 inr. Donor hct: 48% and 52%. Testing results: donor 1: masterlot / customer meter and masterlot. 3.4 inr/ 3.3 inr. Donor 2: masterlot / customer meter and masterlot . 2.7 inr/ 2.6 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications. None of the given treatments/medications are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). The initial result was 5.4 inr. One minute later, the customer retested on the same finger and the result was 3.9 inr. No treatment was received based on result as the customer called technical support immediately after testing. The customer stated she was feeling ok. There was no allegation of an adverse event. The customer was not anemic and had no antiphospholipid antibodies. The stated she is sometimes on heparin when she goes to dialysis. There were no changes in diet, medications, illnesses, or coumadin dose. There were no signs of bleeding or bruising. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 186864-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.